Event description:
The report received indicated that during a coronary procedure the 3.00x23mm cypher was not able to navigate thru the anatomy even after the usual pre dilatation. The physician removed the cypher stent and deployed a xience v stent instead. There was no patient injury reported. The product was returned for analysis. Upon evaluation, it was identified that several proximal stent struts were uplifted. Attempts to identity when the problem occurred indicated that the problem might have occurred because the lesion was calcified (2+) and that could have opened up the proximal segments. Further information indicated the target lesion was the left anterior descending. The reference vessel diameter was 3mm and the lesion length was 20 mm. The lesion presented 90% stenosis with 2+ calcification and no tortuosity. Additional information indicated the product was stored and handled according to the instructions for use and there was nothing unusual noted on the device prior to use.

Manufacturer narrative:
During a coronary intervention, the struts of a 3.0/23mm cypher select+ stents became uplifted. The stent delivery system was removed and no patient injury occurred. The target site was described "2 +" calcification without tortuosity. The lesion had been predilated leaving 30% stenosis but the cypher "was not able to navigate thru the anatomy," so the unit was replaced with a non-cordis des. It was the reporter's opinion that "as the lesion was calcified (2+), this could have opened up the proximal segments". One non-sterile cypher select + 3.00 x 23 mm sds was received for analysis. Visually, several stent proximal struts were damaged (uplifted). Crossing profile measurements of middle and distal section of the stent were found within specification tolerance limits. Measurements of the proximal section were not possible due to the struts damage. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Strut uplift was confirmed during product analysis. Review of the available information suggests that vessel/lesion characteristics or procedural factors may have contributed to the event. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.